Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2009 and performed to specification, alongside random manual power ons, up to the 7th september 2014. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2014 and the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device is switching on automatically.